Event description:
Patient presented to the physician with wound dehiscence at the chest incision site. Upon examination, a superficial infection was also suspected. Physician irrigated and drained the chest incision site, covered the wound, and prescribed antibiotics. Patient presented back to the physician with continued wound dehiscence and infection, and it was noted that the ipg was beginning to protrude through the chest incision site. Physician brought the patient into the or, explanted the ipg and sensing lead, removed a portion of the stimulation lead, and closed. Postoperative antibiotics were prescribed after the procedure was completed.